Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed mechanical test. The mvs would not power on. He replaced uninterruptible power supply (ups) in the mvs. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the power supply ups with switch confirmed reported problem. Ups was returned with dead batteries which would not even power up the ups upon return. Fa batteries installed in ups, passed 5 minute load test, 5 minutes 5 seconds. Installed new batteries and charged over night, ups passed 5 min load test for 5 min. 49 sec. Ups passes load test with new batteries. The hardware investigation found that reported event was related to an electrical failure mode. The battery would not hold a charge. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to(B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that after a procedure they were moving the imaging system and they disconnected mobile view station (mvs). When they reconnected in the new room, the monitor would not power on. They verified the monitor power switch was on. They attempted two reboots without any change of status to monitor. While troubleshooting, the battery levels were 100% according to site. Mvs was computer making a strange ticking noise. There was no patient present when this issue was identified.